Event description:
Complainant alleged that during biomed testing the device failed to charge the selected energy and displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reportede malfunction.